Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all keypad buttons were found to be intermittently responsive. The keypad appeared worn but was not torn or peeling. When the keypad was removed, adhesive was found under the key contacts.

Event description:
It was reported that the buttons do not always respond to user presses. The patient reported that the onset of the problem began a few weeks ago. She stated that she wears the pump exterior to her garments, there were no special activities at the onset to account for the problem, there were no known traumas to the pump, and all keypad buttons are affected.